Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the handle was stuck to the mesher base. The comb, bottom roll, ratchet gear, ball detents, and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during surgery, when the skin board carrier was loaded into the mesher, the handle disengaged, and they were unable to turn the handle and therefore unable to move the skin board carrier through the mesher. The ratchet handle was able to perform the up and down motion. The ratchet was not stuck on the mesher. There was no reported impact/damage to graft harvest. It is unknown if there was patient harm/injury or surgical delay. No alternate device was available for immediate use. Due diligence is complete, no further information is available.